Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was no audible alarm from the ventilators parapac. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device evaluation : one pneupac device was received for investigation. Upon testing, it was found that there was no cycle led alarm and the battery holder assembly was damaged. Based on the investigation, the complaint was confirmed. No problem source could be identified.